Manufacturer narrative:
E1: (B)(6). H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in israel, it was reported that on (B)(6) 2024 patient have issue of low blood glucose and the treatment required for patient is ambulance. The nature of treatment is patient visit to ER admitted to hospital, and the time and date of hospitalization is (B)(6) 2024 . The length of hospitalization is 3 days and reason at the time of hospitalization is loss of consciousness. No further information available.